Event description:
I had the essure done in 2001 and started having pain shortly after. The pain had lasted for over 12 years. It has not only take its toll on my body but my life as well. My quality of life has not been the same and now I'm going to go through a surgery to try and stop this horrible pain. I get the worst cramping that I can hardly move. I feel like there is barbed wire just tearing my insides up. Not to mention all the other symptoms like the migraine headaches, back pains, insomnia, depression, lack of energy, and many more. This product should not be used.